Manufacturer narrative:
(B)(4). Concomitant products: unknown cup. The investigation is still in process. Once the investigation is complete, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent a total hip arthroplasty on an unknown date for an unknown reason. Subsequently, the patient was revised due to wear and loosening of the cup. The head and cup were revised. The cup was depuy and the head was a biomet product. Stem was well fixed with no delays or additional adverse events were performed. Attempts have been made and no further information is available.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to not be reportable. There are no allegations of failure of the device and the initial report was submitted in error.